Manufacturer narrative:
Clinical evaluation performed on 14 may 2018 by medical affairs manager: femoral stem loosening 8 months after primary cementless total hip arthroplasty in a (B)(6) year old man. Radiographic images provided show the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding. Aseptic loosening is a possible, literature described adverse event after cementless tha and causes are often unknown. The reason of this failure cannot be determined batch review performed on 28 may 2018; lot 161299: (B)(4) items manufactured and released on 08 april 2016. Expiration date: 2021-03-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 28 may 2018 by r&d product manager: the coating of the stem appeared almost totally present in the stem: the presence of the coating can indicate an incorrect osseointegration with the femur, although signs of regrowth bone were found in the distal part of the coating. Moreover, some small signs of removal were found in the taper area. From the received piece it is not possible to determine the root cause of the event.

Event description:
About 8 months after primary surgery the surgeon revised the patient hip due to stem loosening. The surgeon swapped successfully the stem.